Event description:
It was reported that this right ventricular (rv) lead exhibited noise after a defibrillation threshold (dft) test 41 joule shock. It was noted that the noise could not be reproduced with movement or isometrics. The dft was being done as part of a non-invasive programmed stimulation (nips) procedure for high shock impedance measurements. No additional adverse patient effects were reported. Currently, this lead remains in service.